Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: tyvek or thermoform.

Event description:
Healthcare professional reported "stuck and very difficult to remove", "there was no break in sterility". Later healthcare professional reported ¿sterile internal bowl stuck to external nonsterile bowl compromised potential sterility. Had to peel steric lid while circulator was holding plastic package¿. This record is for unknown side. Device status is unknown.